Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 4965-15 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds with no capture at maximum output, high impedance and a fracture was confirmed. The right atrial (ra) lead exhibited high thresholds with no capture at maximum output, high impedance and oversensing. The lead was completely fractured (separated into 2 pieces). The implantable pulse generator (ipg) was reprogrammed to vvi until a lead revision was performed. Both leads were subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.